Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's reservoir had air bubbles. Customer stated she filled her reservoir with insulin and noticed multiple air bubbles and also inside the insulin vial. Then, she continued to prime the pump and noticed larger air bubbles. After priming, she received a low reservoir alarm. Customer declined to troubleshoot for air bubbles. Customer stated there was no visible fluid inside insulin pump. Advised customer if she continues experiencing issues, to call back us back. The customer's blood glucose was 179mg/dl.